Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed and attributed to a bent outer tube. Additionally, there were dents on the distal end and minor scratches on the funnel. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is most likely due to improper handling, the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope had a broken lens in the optical system. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.